Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 90mg/dl. Customer stated a broken force sensor error was displayed before the critical pump error image was displayed on the screen. Advised customer to place pump in storage mode and remove battery, press and hold the back button until the screen turns off. Customer also stated insulin pump had cosmetic damaged and infusion set, reservoir did not show any sign of damaged. Crack was seen around the back of the insulin pump to the front. The customer was assisted with troubleshooting. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.